Event description:
It was reported that during a procedure in the narrow mid left main coronary artery with normal take-off, a 2.75x18 rx xience prime drug-eluting stent delivery system was advanced toward a mildly calcified, 99% stenosed lesion, but was unable to cross the lesion. There were no patient effects and no clinically significant delay. Returned goods lab received the device with the hypotube shaft separated into two pieces distal to the strain relief tubing. Additional information revealed that resistance was not felt during removal of the xience prime and the physician was unaware that the shaft had separated. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw u ii, guide cath: bl 3.5. An analysis of the returned device confirmed a shaft separation. Further device analysis indicates that it is likely that the shaft kinked/bent during the attempt to cross or as a result of handling during packaging and shipment back to abbott vascular for analysis and further manipulation of the stent delivery system (sds) contributed to the shaft separating. There does not appear to be a product deficiency. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.